Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by using the same system. The philips field service engineer (fse) inspected the system on site and confirmed that system c-arm geometry movements were not available. Upon troubleshooting fse found that cable hose and cables were broken. To resolve this issue, fse replaced the cable hose, and cables and performed calibration in another case ID. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is a scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation¿s results, philips concludes that this complaint is not reportable. The codes were updated based on investigation outcome.